Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends for the reported issue for this lot .a review of the DHR found that the lot met all release criteria. Root cause: unable to determine. Source: phone.

Event description:
Customer reporting what they feel are 2 false positive sars results on 1 symptomatic patient. Customer states they had 2 positive results for the patient but had 1 negative result when re-running the patient using the same product on a different instrument (unknown timeframe between testing and if new sample was taken). Report 1 of 2.